Event description:
It was reported that the rv lead was removed from service due to erratic impedance values, inappropriate shocks, and apparent lead fracture. No further patient complications were reported as a result of this event. A medwatch was received, and further reports that "patient with implantable cardioverter-defibrillator; lead not functioning properly. Malfunctioning lead surgically removed and replaced. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working."

Manufacturer narrative:
The information submitted reflects all relevant data received.

Event description:
It was reported that the rv lead was removed from service due to erratic impedance values, inappropriate shocks, and apparent lead fracture. No further patient complications were reported as a result of this event.